Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system, compared to a professional meter, within 10 minutes: 200s-range mg/dl (aviva) and 400s-range mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, meter and strips have been discarded. Replacement was sent.